Event description:
It was reported that the patient was experiencing pain at the pocket site even after multiple reprogramming. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: (B)(4).